Event description:
It was reported that a balance middleweight (bmw) guide wire was advanced without resistance to an unspecified lesion in the unspecified target vessel. While advancing a 3.0x12 xience v rx stent delivery system over the proximal end of the bmw guide wire, the stent dislodged and moved proximally from the balloon to the distal catheter shaft. The xience system did not enter the patient anatomy and was withdrawn without resistance from the guide wire. Another xience was used to complete the procedure. There were no patient effects and no clinically significant delay in completing the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation and the stent dislodgement was confirmed. Based on visual and dimensional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.